Event description:
Symptoms, acne, anxiety, brain fog, bloating, blurred vision, difficulty swallowing, digestive issues, depression, difficulty holding onto things or tasks that require delicate precision, decreased libido, fatigue (extreme), feeling like I'm dying / aging rapidly, facial and hand swelling in the mornings, headaches, heart palpitations/irregular heartbeat when resting, hives / eczema. Unexplained started 4 years ago. Irritability, intolerance to dairy and certain foods suddenly, inflammation, joint pain (hands, hips, knees), pain in right breast and nipple, ringing in ears, memory loss/ hard time remembering / forgetfulness, not sleeping well / insomnia, night sweats, tingling and numbness in right hands / fingers, weight loss (only a few pounds but I did nothing to lose it). I got my implants (B)(6) 2011. Diagnosed with hpv in (B)(6) 2015. (B)(6) 2017 lipid, thyroid, vit d (low). In (B)(6) 2018 I went to dr complaining of depression, extreme fatigue, stress and hair loss. In (B)(6) 2018 glucose, lipid hdl 227/idl 136. Started keto (B)(6) 2018. In (B)(6) 2018, folic, b12, cbc, comp metabolic, thyroid vit d (low), lipid hdl 199 / idl 117. Got a mammogram (B)(6) 2018 for a small pump I found in the right breast. No pain just felt a bump. They couldn't definitively say exactly what the mass was, in a year time I've now experienced pain in my right breast and right nipple. The left side is starting to cause me pain but not as much as right side. I sleep on my right so this would make sense if the mammogram ruptured my implant and then sleeping on it worsened the rupture. Not sure if this is the case but I've heard to avoid mammogram and instead get mris when you have implants for reasons of the mammogram rupturing implants. I was never told that by my previous surgeon nor was I told by the mammogram techs. On (B)(6) 2019 went to dermatologist for acne I never had issues with. Pain in my right side by my ovary. Was diagnosed via ultrasound with a large fibroid growing outside of my uterus in (B)(6) 2019. For the last year - year 1/2 I've been trying to ignore the symptoms and just tried to believe it's my aging or my job but the fatigue gets so bad at times. I'll get these spells where every time I blink it's like hard to open my eyes back up and my body just wants to close them and sleep. It's hard to explain. And then I'm always "tired". I have about 5/6 decent hours in me to do things and then after that I'm exhausted. I look back at my hair cuttery days and just 4 years ago I was working full 8 hour shifts 5 days a week and closing till at least 9:15 pm 2 nights a week. Now I'm lucky to finish a 6 hr shift and if I'm there past 8 I'm extremely tired. Then I get home get straight in bed no matter what time really it is and lay in bed. I can't function without a heating pad because everything I eat bothers my belly. I literally sleep with a heating pad every night because I don't eat a lot during the day because I get gut / gas pains with almost everything I eat. So I wait to eat when I get home to where I can use a heating pad after. I hate the way I feel everyday of my life, I basically spend it in bed. I feel as if I'm dying a slow death. I think this cannot be what your thirties are like because at this rate I'll never make it to 40-50. My body feels like it's 60 y/o. Every joint in my body pops and cracks every time I get up or lay down. FDA safety report ID# (B)(4).